Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott axsym system, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name axsym toxo igg reagent, (B)(4) manufacturing site. This report is being filed on an international product, list number 9k08-20 that has a similar product distributed in the us, list number 3b22-22. No returned material was available from the customer site. The investigation began with testing using in-house stored kits of the axsym toxo igg reagent, list number 9k08-20, lot number 71786hn00 with axsym toxo igg calibrators, controls and a panel, which is used for the determination of assay specificity of the reagent. Twenty replicates of the positive control were tested. The calibrator and control values were within instrument/ package insert specifications. The values obtained for the 20 replicates of the positive control were in the range of 19.1 to 23.2 iu/ml and the %cv value was 4%. No erratic result was obtained. The values obtained for the panel were within the manufacturing specifications. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 71786hn00 displayed any unusual performance issues. As part of the investigation, a review was performed of the complaint and manufacturing records for axsym toxo igg reagent, list number 9k08-20, lot number 71786hn00 (and any associated sub-lots). This review did not identify any problems relating to the customer's issue. The abbott axsym system operations manual (B)(4) volume 2, contains adequate information to address the customer's issue. Based on this current investigation, it has been determined that the axsym toxo igg reagent, list number 9k08-20, lot number 71786hn00, identified in this complaint is currently meeting its safety, effectiveness and label claims. The sample in question was not available for this investigation; therefore, the cause of this customer's observation remains unclear. This is a final report.

Manufacturer narrative:
Axsym toxo igg assay ln:9k08-20 lot#:71786hn00 expires: 03 oct 2009. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an initial positive axsym toxo igg assay result of 39 iu/ml. The sample retested at 0 and 0.5 iu/ml. A previous sample taken from this patient in 2009 generated a toxo igg result of <3 iu/ml. There is no impact to patient management reported.